Event description:
Device malfunction: premature collapse of vessel locator wings. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the starclose device, attempted common femoral arteriotomy closure after an unspecified procedure. During thumb advancement, the vessel locator button released resulting in the vessel locator wings prematurely collapsing and vessel access was lost. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned; it has not yet been received. Unused sterile devices from the same lot are also expected to be returned for analysis. A follow-up will be submitted with any relevant info.